Event description:
The following results were reportedly received within 10 minutes on 2 different aviva systems: 1. 50 mg/dl (aviva system 1) and 109 mg/dl (aviva system 2) with pharmacist's blood 2. 50 mg/dl (aviva system 1) and 119 mg/dl (aviva system 2) with customer's blood 3. 54 mg/dl (aviva system 1) and 144 mg/dl (aviva system 2) with pharmacist's blood no adverse event due to the device was reported. Two vials of test strips were used from the same lot. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for aviva system 1. Please reference medwatch with patient identifier (B)(6) for aviva system 2. Please note: the pharmacist's demographic information was not available. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for aviva system 1. Please reference medwatch with patient identifier (B)(6) for aviva system 2. Please note: the pharmacist's demographic information was not available.